Manufacturer narrative:
The cortisol reagent lot number was 529080 with an expiration date of 28-feb-2022. The customer's calibration and qc results were ok. The customer's sample pre-analytical details were requested but not provided. The investigation reviewed the provided system alarm trace and maintenance log and did not discover any abnormalities. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cortisol ii results for one patient tested on a cobas 8000 e 602 module. The patient's initial cortisol result was reported outside the laboratory. The patient's doctor questioned the reported cortisol result and the customer performed repeat testing with the sample. The patient's initial cortisol result was 960 nmol/l, and the patient's repeat result was 48768 nmol/l. The cortisol reagent lot number was 529080 with an expiration date requested but not provided.